Manufacturer narrative:
Qn#(B)(4). No sample is available for the manufacturer to evaluate. The manufacturer will continue to monitor and trend relating complaints.

Manufacturer narrative:
(B)(4). One (1) stapler from catalog number 528235 visistat 35w (B)(4) was received used, opened without the original packaging, lot# was not confirmed, and was received with remaining staples. During visual inspection, the components look well assembled and no staple was stuck in the tip of the cartridge. Failure mode jamming was not confirmed with samples received during visual inspection. A functional inspection was performed with remaining staples and the device works properly. Therefore, corrective actions are not required at this time. However, the manufacturer will continue to monitor for trends.

Event description:
Alleged issue reported: the stapler got stuck and could not be used anymore. Patient's condition was reported as fine.

Event description:
Alleged issue reported: the stapler got stuck and could not be used anymore. Patient's condition was reported as fine.